Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a yellow wrench alarm from his power module while at home. The alarm continued after the pt switched to battery power. A red heart alarm then occurred and the pt exchanged the system controller. The pt did not experience any symptoms and did not feel the pump had stopped during the event. The pt remains ongoing.

Manufacturer narrative:
The system controller was returned to the MFR for eval, and upon receipt of the controller it was noted that the black strain relief at the housing side of the power lead was broken. During functional testing, when the black power lead was connected to the power module the system responded with a red heart alarm on the controller and a yellow wrench on the power module, and the pump function was interrupted. Upon further eval, two broken/shorted wires were found under the broken strain relief. One of the broken and shorted wires represented the system controller's positive power line (v+), and the other wire represented the controller's negative power line (v-). Conductor breakdown was also found in both power leads at the connector ends. The MFR was unable to conclusively determine the specific cause for the damage identified within the power leads; however, the damage appeared to be related to wear and tear. A broken strain relief has the potential to expedite the rate at which the inner conductor breakdown advances. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.